Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01254 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2011. According to the complainant, the patient experienced nerve damage, infection, vaginal pain and cramping. The exact nature and dates of onset for each are unknown. The patient also reportedly had a mesh repair and mesh removal procedure, but the details of these procedures are unknown. All other information is unknown and reportedly unavailable.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01254 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2011. According to the complainant, the patient experienced nerve damage, infection, vaginal pain and cramping. The exact nature and dates of onset for each are unknown. The patient also reportedly had a mesh repair and mesh removal procedure, but the details of these procedures are unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
.